Manufacturer narrative:
Age at time of event: 45-50 years. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported a pericardial effusion and cardiac tamponade occurred. During an ablation procedure to treat right atrial flutter, an intellamap orion¿ mapping catheter was advanced to the left atrium. Transseptal access had been achieved using other manufacturers¿ intracardiac echocardiography (ice), transseptal needle, and sheath. Another manufacturer¿s fixed quad catheter was placed in the superior vena cava (svc) via a short sheath with no atrial signal, to be used for phrenic pacing only. Another manufacturer¿s fixed curve decapolar catheter was placed into the coronary sinus (cs). Mapping of the left atrium began; the patient had a large left atrial appendage (laa) and the physician had trouble advancing the orion toward the left pulmonary veins (lvp). Repeated attempts to cannulate the lvps consistently resulted in laa cannulation instead. At times, the orion was in an undeployed state while advancing toward the lpvs. Approximately 10 minutes into mapping, observation of an effusion was seen on ice. Five milligrams of protamine were immediately administered as the orion and transseptal sheath were withdrawn from the left atrium. Mapping of the right atrium with the orion was performed expeditiously to confirm rhythm diagnosis of cavotricuspid isthmus (cti) dependent right atrial flutter. Ablation with a boston scientific blazer xp ablation catheter on cti was performed using minimal rf applications; sinus rhythm was achieved. Around this same time, the patient¿s cuff blood pressure was charted as 60/40 and an additional 5mg of protamine was administered. Ice confirmed right ventricular collapse and a clinically significant pericardial effusion. Pericardial access was achieved and pericardiocentesis was performed. Approximately 500cc of blood were aspirated and re-administered back into the right atrium via a sheath, to minimize blood loss. Vital sign improvements were monitored; ice confirmed reversal of rv collapse and minimal fluid in the pericardial space. Approximately 45 minutes of patient vital sign observation and preparation to transfer the patient to the cardiac care unit followed. During this time, the patient maintained a normal blood pressure and became more responsive to instructions as general anesthesia reversed. The pericardial drain remained intact and secured to the chest as the patient was transferred. It was noted that the event occurred ¿likely¿ with the orion. There had been no performance issues with rhythmia mapping system or the orion catheter. The patient was discharged the next day with no adverse effects and a normal prognosis.